Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted a green pull ring cap missing from the patient luer connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set with cassette was missing the tip protector (pull ring) for the patient line. This was observed prior to use of the device for automated peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.